Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the index procedure went well; however, the patient expired two days post procedure. Details are unknown.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: known inherent risk of a procedure (death); other (lack of information, details unknown).